Event description:
Caller reported having concerns with elevated blood glucose levels last week. Caller alleged patient's blood glucose levels were between 20 mmol/l (360 mg/dl) and hi (>600 mg/dl). Patient's normal blood glucose range is 6-14 mmol/l (108-252 mg/dl). Caller stated patient went for diabetes periodical consult and they read out the infusion device with the smart pix; could not find a delivery of basal rate insulin during the 4 days that the patient experienced concern with her blood glucose level. Caller reported patient has been on the backup infusion device since friday and her blood glucose level returned to normal. Caller alleges the infusion device gave inaccurate insulin during basal rate. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and record for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. History list: the customers' allegation that the basalrate wasn't delivered could not be reproduced in pump history. The problem mentioned by the customer could not be reproduced.